Event description:
This patient came in for a follow up one week post implant and was complaining of pain at the implant pocket. She denied any fevers, coughs, sob or chest pain. The physician prescribed an antibiotic. On (B)(6) 2018 the patient came in again and was complaining of more tenderness and pain at the pocket site. On (B)(6) 2018 the patient came in again and said that she had been pushing on the device and picking at the pocket. The physician requested that she stop messing with the pocket or they may have to explant the system. The patient came in for a couple additional followups after this and the system remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.